Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was confirmed. Evaluation reproduced the reported symptom of a defective keypad. When attempting to input desired parameters an automatic output of the #1 key will occur following the selected key's function (e.g. Numerically: when the #2 key is pressed, 21 will be displayed, alphabetically: when the "def" key is pressed, da will be displayed interfering with mdl drug searching opportunities. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had a defective keypad. It was also reported there was no patient involvement.